Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), the tav was loaded into the delivery catheter system without issue, inserted into the patient's vasculature via the right carotid artery, and advanced to the aortic annulus. During deployment, the patient became hypotensive. At 80% deployment, cardiopulmonary resuscitation (CPR) was initiated and the patient's blood pressure recovered. The tav was then fully deployed at an implant depth of 1mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After full deployment, the patient became hypotensive again and CPR was restarted. A pericardial effusion was noted and a pericardiocentesis was performed; the patient's blood pressure recovered. A coronary angiogram was performed and showed the coronary arteries were filling. The patient's blood pressure became labile and CPR was performed for a third time. The tav was noted to have moved up slightly on the rcc; however, blood continued to flow through the coronary arteries. After ongoing CPR, the tav was noted to have moved further upward on the rcc which caused a right coronary artery (rca) occlusion; the rca was not filling. A snare was used to pull the tav up into the ascending aorta where it remained, inactive. Blood flow was restored to the rca. The patient was placed on a non-medtronic (impella) heart pump and medically managed. The procedure was aborted; a second valve was not implanted. No further treatment or intervention was reported.

Manufacturer narrative:
D10. The dcs is a concomitant device, but is also a system reported device as the dcs cannot be excluded as a contributing factor to the adverse event and meets the reporting requirements in 21 cfr 803; medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; dcs: FDA site ID: 9612164; lot #: unknown; manufactured date: unknown; use before date: unknown; UDI#: unknown h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.